Event description:
Portable machine malfunctioned and exposed patient but image was not captured. I saw a "generator/detector" error that read, "dr detector 1708bh's temperature is higher than the calibration temperature range (>29 degrees celsius). Image quality might be impacted. [Ref. (B)(4)])" I had just turned on the small plate before entering the room so it had not been on very long. I ended up grabbing another port to do this patient, causing me to expose them again.